Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shock therapy. It was reported that the patient had a high potassium level (renal patient). The patient rhythm self corrected after the potassium level was reduced and the patient underwent dialysis treatment. Subsequently, the device delivered an additional inappropriate shock prior to dialysis treatment approximately one year later. It was noted the patient has chronic atrial fibrillation (af). Review of the stored episode noted a wide, aberrant morphology that was double counted. It was noted that the patient was going to be getting an av node ablation and the patient would then require pacing, so the physician planned to implant a transvenous system. The patient was then implanted with a transvenous cardiac resynchronization therapy defibrillator (crt-d). This s-ICD was programmed off and left implanted at this time. No adverse patient effects were reported.